Manufacturer narrative:
The customer¿s report of a tear and leak in the silicone segment was confirmed. Visual inspection of the set showed that the silicone segment had a tear near the upper fitment. Examination under magnification showed a crush mark to the upper fitment. Functional and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17075853 is 07613203021197. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse initiated zosyn at an unspecified rate within a couple of minutes the silicone segment burst and leaked spraying the antibiotic everywhere. The nurse notified the pharmacist for another dose. It was reported that the nurse was allergic (it is unknown what symptoms the nurse experienced ) to zosyn and was able to remove the antibiotic from her skin. The customer is currently having multiple cases of the silicone segment tearing/splitting.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of a tear and leak was confirmed via a picture provided by the customer which showed that the silicone segment had a tear near the upper fitment. The root cause of this failure was not identified.

Event description:
It was reported that the nurse was allergic to all products containing penicillin and noted redness, swelling, and itching of unknown affected areas. The skin was cleansed with soap, water and alcohol; no medical treatment was required. There was no report of patient harm. The zosyn infusion was a secondary and the nurse notified the pharmacy for another dose. The customer reported having multiple issues of the silicone segment tearing/splitting however no details of any other specific events were provided.